Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to impending erosion. No information was provided about the patient's outcome.